Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cable damage" could be confirmed. During service, the device was noted to have cable damage. However during service and repair, device failures were found but were not related to the reported event. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Device received from USA for service. During servicing "cable damage" was discovered. The device was not used in surgery. There was no injury or medical intervention reported. There is no additional information provided.